Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial fibrillation (af) was induced by the catheter and right atrial (ra) lead implant. Treatment did not stop the af. The catheter and lead were removed and replaced with a new ra lead in a different location. No further patient complications have been reported as a result of this event.